Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a cardiac tamponade occurred while the sheath remained in the heart. The tamponade was drained with resolve. The case was aborted while the patient was not under general anesthesia. The patient was hospitalized in the intensive care unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 22 applications were performed with catheter afapro with lot number 89529 without any issue on the date of the event. A clinical issue was encountered during the procedure. The sheath, 4fc12 with lot number 39552, was not returned for investigation. There is no indication of a product malfunction related to the adverse event. If information is provided in the future, a supplemental report will be issued.